Event description:
It was further reported that the rv lead impedance values were declining. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that at the patient's follow-up visit the right ventricular (rv) lead's thresholds have increased and are worsening. When checking the lead in bipolar and unipolar it was noted that the patient gets pocket stimulation in unipolar; therefore, that isnot an option. The lead remains in use and will be monitored. Patient scheduled for another check in less than a month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 4592 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product summary event: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the lead¿s threshold readings were above 2.5 volts.